Event description:
It was reported that the patient presented to the emergency department with dyspnea with cough, complaints of back pain and right groin redness at the site of the insertion site for the leadless implantable pulse generator (ipg) introducer. The patient was diagnosed with a possible superficial right groin skin infection. The patient was treated with oral antibiotics and discharged from the emergency department. The leadless implantable pulse generator (ipg) remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.